Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 25 while changing their infusion set. Customer successfully changed the cartridge and was able to resume insulin delivery.